Event description:
It was reported that a 16mm amplatzer septal occluder was selected for implant on (B)(6) 2024 using a 10f amplatzer trevisio intravascular delivery system. During implant the device took on a cobra shape. The device was removed from the patient. There were no interactions with cardiac structures. There were no angulations or kinks noted in the delivery system. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Additionally, photo was received from the field and appeared to show the cobra shape. However, it could not be confirmed as there was no cobra shape during the returned device analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Information from the field indicated that a 10f delivery system was used, and there was no interactions with cardiac structures, or angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.